Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos), resulting in a lack of pacing from the cardiac resynchronization therapy defibrillator (crt-d). The lead was reprogrammed and the lead and device remain in use. No patient complications have been reported as a result of this event.